Event description:
It was reported the bridle of the locking cap broke over the open incision during the surgery. There was no harm to the pt to report. The post operative x-ray was negative for foreign bodies.

Manufacturer narrative:
The device will not be returned for eval. A review of the device history showed no anomalies. Root cause analysis is not possible due to parts not returned. Based on the reported info and the investigation results provided integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.